Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. Please see updates. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the top cover and front panel were damaged, the video connector connection was loose, and the device required a software update. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the loss of image from the 180 style scope.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image and a defective video socket connector were noted. In addition, top cover deformed, and front panel damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, no image and a defective video socket connector were noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.